Event description:
It was reported that during a laparoscopic supercervical hysterectomy procedure, the device buttons were not responding to touch. With multiple tries and varying pressure applied, intermittent activation would occur. Satisfactory function was not achieved thus resulting in alteration of the operative approach. There was no pt consequence. Case completed with ligasure. 2 devices returning.

Manufacturer narrative:
Analysis summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The devices (a and b) were received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activations buttons were tested and functioned properly. The devices were tested on a generator and no error codes were received. Upon further testing with a generator it was concluded that there was a switch failure due to intermittent contact between the hand piece and the devices. The batch records were reviewed and no anomalies were noted during the manufacturing process.